Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion set leaks insulin at the needle when delivering a bolus of over 10 units. The pt experienced elevated blood glucose (value not provided). No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion set was requested to be returned for eval.